Event description:
It was reported that on (B)(6) 2009 the patient presented with lumbar disc disease; lumbar facet arthropathy; adult degenerative scoliosis l3-4-5 sacrum; and discogenic low back pain. The patient underwent surgery which consisted of a lumbar /and lumbar discectomy l3-4, l4-5, l5-s1. Posterior interbody fusion l3-4. L4-5, l5-s1; posterior fusion l3-4 and l4-5; pedicle screw fixation segmental l-3, 4, 5 sacrum. Local bone graft; infused bone graft supplemented with cancellous chips. Per the operative report: "...the patient had two small 10mm lordotic 22 mm spacers positioned in the disk space. Each one had a small piece of bmp sponge. The disk space was packed with locally obtained morselized bone. This was supplemented with cancellous chips and was nicely packed with graft ...we did an approach on the left ...this was a 10mm x 27mm length lordotic spacer. The disk space had been packed with locally obtained morselized bone supplemented with cancellous chips and bmp sponge. Small bmp sponge was placed in the interbody spacer ...the positioned 5mm x30 screw at l4 bilaterally. We drilled out the dorsum of the facet on the right side and placed as small piece of bmp sponge in the joint. We then repositioned, again, level up to the l3-4 level. We did a similar decompression, interbody fusion l3-4 from the left. We placed a 10mmx22mm deep interbody spacer after packing the disk space with bone and bmp sponge...we placed 35mm x 5mm screws at l3 and decorticated and put bmp and bone graft in the right facet joint...no patient complications were reported. Ap and lateral spot films showed fixation rods from l3 to s1 with bilateral screws at each level and fusion material present at the l3 though s1 levels. On (B)(6) 2009, 2 weeks post op, the patient presented with fatigue. On (B)(6) 2009 in a post fusion office visit the patient underwent lumbar spine 3 view x-rays which showed boney fusion incomplete -there remained approximately 2mm of anterior subluxation of l4 with respect to l3 and l5 which may have been accentuated by the rotary scoliosis; multi-level degenerative disc disease withdegenerative facet arthropathy. On (B)(6) 2009 the patient presented with minimal pain. From (B)(6) 2009 to (B)(6) 2010 the patient participated in physical therapy. On (B)(6) 2010 the patient presented with anxiety and urinary frequency. On (B)(6) 2010 the patient presented with bilateral elbow pain, right greater than left and improved shoulder pain. The doctor felt this was bilateral epicondylotis. On (B)(6) 2010 per the doctor's notes "the patient's fusion was satisfactory". A sept x-ray demonstrated a "nicely maturing fusion with secure fixation". On (B)(6) 2010 the patient presented with occasional low back pain from surgical site. On (B)(6) 2010 the patient complained of lack of power in arms and a relatively new palpable tenderness in the anteriolateral deltoid incision. Impression: the patient had a very small tear, "very repairable". On (B)(6) 2010 the patient presented with back and right hip pain; add and depression; ms problems; arthralgias; and stomach problems. Per the doctor's notes: back and spine appear normal, with a healing surgical site. On (B)(6) 2010 the patient presented with right greater than left trochanteric pain which the patient stated had been accelerating over the previous 7-8 months. The patient claimed the pain had become somewhat worse since the (B)(6) 2009 back surgery. There was occasional radiating pain down the lateral leg to mid-calf. X-rays of the hip showed mild degenerative changes. On (B)(6) 2010 the patient underwent a 2 view chest x-ray which showed a mild reversed s scoliosis of the cervicothoracic spine. Age compatible mild disc narrowing and spondylosis with osseous structures appearing relatively demineralized. The patient underwent a right hip bursectomy and iliotibal band resection. No patient complications were noted, on (B)(6) 2010 the patient presented 2 weeks post op a right hip trochanteric bursectomy performed on (B)(6) 2010 with much less pain and no pain shooting down right leg; some tenderness when putting weight on that leg. On (B)(6) 2013 the patient presented with left leg weakness and pain and right leg weakness with mild sensory changes. The patient was using a crutch to ambulate due to the leg weakness. The patient feels it began approx. 6 months prior. The patient also complained of fatigue; stiff muscles; poor balance; numbness, tingling; muscle aches; and loss of strength. Per the doctors notes an imaging study form (B)(6) 2013 showed disc space narrowing above the fusion at the l2-3 level with facet arthropathy. No significant abnormality through the fused levels. An emg/ns study was conducted which showed abnormal findings. The findings were suggestive of borderline mild left lumbosacral radiculopathy versus stenosis. No focal point was identified. There was no evidence of lower extremity entrapment neuropathy, or peripheral polyneuropathy. Diagnosis of likely stenosis above the level of her fusion with significant progressive degenerative change" the doctor reviewed domino-type theory and adjacent segment disease concepts with the patient.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
The patient underwent a lumbar spine fusion procedure and discectomy using rhbmp-2/acs.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2009 the patient presented for 3 views of the lumbar spine which indicated status post lumbar fusion from l3-s1 with unchanged alignment, incomplete bony fusion, 2mm of remaining anterior subluxation of l4 with respect to l3 and l5 which may be accentuated by the rotatory scoliosis, and multiple degenerative disc disease and degenerative facet arthropathy. On (B)(6) 2013 patient presented for 3 views of lumbar spine due to complaints of hip pain. In comparison to views on (B)(6) 2009 findings indicate no fracture or acute changes, stable residual scoliosis convex to the left, l3-s1 posterior lumbar interbody fusion surgical changes with progressive sclerosis at the fusion levels reflecting mature fusions, and progressive l2-3 degenerative disc space narrowing.

Manufacturer narrative:
Review of radiographic imaging found as follows: the (B)(6) 2009 lumbar x-ray series shows cortical screw construct l3 to the sacrum segmental with interbody fusion spacers evident at l3, l4 and l5. The (B)(6) 2009 lumbar MRI shows sclerosis and pitting in endplates at l3/4, l4/5 and l5/s1. Scoliosis is present apex left at l3/4 with abutting endplates on the right at l3/4 and l4/5. The (B)(6) 2009 dexa scan verifies osteoporosis with t-scores greater than -2.0 at three of four lumbar levels. The (B)(6) 2009 ap lumbar shows metal construct as described above. The (B)(6) 2010 and (B)(6) 2012 chest x-ray shows normal relationships. The (B)(6) 2013 chest x-ray shows normal relationships. The (B)(6) 2013 lumbar x-ray series shows no changes since 2009 in the construct although fusion is now clearly apparent across the disc spaces of the operated levels.